Event description:
I received allergan biocell textured silicone breast implants. I was told they were safe. I had them in five years. I had them explanted in (B)(6) 2019. I have only gotten sicker with horrific fevers and horrific health. I was already disabled due to chronic severe migraines, and fibromyalgia. I have lost four teeth, swollen lymph nodes, 2nd stage kidney failure and am declining rapidly. I am super sick. Now I'm told there is no way to know if I have the undetected rare manmade cancer bia-alcl. Because there is no way to test for it. Except the capsule around the implant and the surgeon that removed them did not suggest pathology. The FDA should have never allowed these death bags to be put into women. I'm now dying in a slow horrific torturous death. I've had so many tests done I can't name them all. Do you have a picture of the product? Yes. High fevers, swollen lymph nodes, high blood pressure, fibromyalgia, epstein barr, chronic fatigue syndrome, kidney failure, gum disease, chronic migraines, complex ptsd, anxiety disorder, agoraphobia, depression, panic attacks, menopause, lung nodules, sleep apnea, blood in urine. FDA safety report ID# (B)(4).